Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (communication faults) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the communication faults and incoming test failure is the damaged pulse wire. The root cause of the damaged wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing communication faults.